Manufacturer narrative:
Title: barbed suture versus polyglactin suture for laparoscopic closure of vaginal vault after total laparoscopic hysterectomy: a prospective observational comparison source: journal of gynecologic surgery volume 37, number 5, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between september 2018 and june 2020. A prospective study analyzed outcomes of women who underwent total laparoscopic hysterectomy (thl) using barbed suture or a polyglactin suture from other manufacturer for vaginal cuff closure. Barbed suture was used in fifty five patients. Composite vaginal cuff complication rate was 5.5%. Postoperative complications in the barbed suture group included: vaginal vault infection in two patients and vaginal bleeding in one patient. Interventions were not reported. Barbed suture versus polyglactin suture for laparoscopic closure of vaginal vault after total laparoscopic hysterectomy: a prospective observational comparison. Mathew p.s., shekhar s., jhirwal m., goyal m., singh p., sharma c., 2021, journal of gynecologic surgery.